Manufacturer narrative:
(B)(4). The cervical I/f std. 5 cage (product code: 1733-01-105, lot number: avhbf5) was not returned to the complaints handling unit (chu). While it was initially identified that the cage was available, three requests for its return were made without the sample or a tracking number being returned. As 28 days have passed without either being received, the status of the sample has been updated to ¿none.¿ DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. Without the cage, we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The product sample was not returned.

Manufacturer narrative:
Additional narrative: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An acromed cervical cage broke on (B)(6) 2016. I was notified of this incident today 24-08-2016. Update 01 sept 2016 - the prof. Attempted to insert a cage std 5mm (173301105) into patient. On knocking it into place the cage broke into 3 pieces. The pieces were retrieved and new cage of same size was inserted.

Manufacturer narrative:
(B)(4). The broken cage was returned after the initial closure of the complaint. As such, the complaint was reopened. The returned sample confirmed that the cage had broken. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the cage breaking intraoperatively cannot be determined by the sample and the information provided. A potential root cause may be placing a high amount of force on the cage during its impaction. If a great amount of force is placed over a small enough surface area, it could potentially cause the cage to fracture. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.